Event description:
This info was reported by a clinical education specialist. Device was used on the rcfa following a diagnostic catheterization procedure. While deploying the collagen, the md experienced resistance. He continued to force the collagen plug through the sheath and as a result the sheath separated from the hub. When the sheath was removed from the tissue tract, a kink was noted. The md stated that during the procedure, occlusive pressure was lost. In addition, he realized that he should not have tried to force the delivery of the collagen through the sheath when resistance was experienced. A hematoma developed which was treated with mechanical compression and the pt was hospitalized overnight for observation.